Manufacturer narrative:
Failure analysis (fa) lab received an avea user interface module (uim). The fa lab performed an investigation and was unable to duplicate the flickering screen portion of the complaint, however fa was able to duplicate the screen being blank, which was caused by a blown backlight inverter fuse at fuse f1.

Manufacturer narrative:
Corrected data: should not have been selected in the initial medwatch report. (B)(4).

Manufacturer narrative:
Carefusion has requested additional information from the distributor in costa rica on the reported event and status of the patient. As of (B)(6) 2015 there has been no additional information provided by the distributor in (B)(6) pertaining to that request. (B)(4) the distributor in (B)(6) determined that the most likely cause of the reported event was a faulty user interface module (uim). The distributor in (B)(6) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty user interface module (uim) for evaluation. As of the (B)(6) 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(6) reported that during use on a patient the device's screen stated to flicker and the screen eventually went blank and the device continued to cycle. The patient was removed from the device and placed on another device with no harm to the patient.